Manufacturer narrative:
Aso was unable to perform additional testing, as no information of lot number and unused samples was provided. However, aso has verified records of biocompatibility testing.

Event description:
Customer reported that she had mohs surgery on her back to remove a softball sized area of basil cell carcinoma. After placing the non-stick pad over the wound, the product stuck to the wound and tore out a portion of the newly grown skin and the would began to bleed heavily.